Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawires used in the procedure were returned and used for testing. The rotawires were inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. After insertion, no abnormal, waxy coating was noted on the surface of the alleged rotawires. Product analysis did not confirm the reported event, as the returned wires were able to be fully inserted and removed with no resistance or issues, and no abnormal coatings were noted on the wires after insertion into the returned device.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the coronary artery. A 1.50mm rotapro and two rotawire drive extra support devices were selected for use. During the procedure, two separate wires were advanced into the body and down the coronary artery. However, both wires had excess buildup of waxy coating after back loading the burr. Several attempts were made to wipe the substance off the devices. However, the procedure was not continued due to this reported issue. The patient was under conscious anesthesia. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the coronary artery. A 1.50mm rotapro and two rotawire drive extra support devices were selected for use. During the procedure, two separate wires were advanced into the body and down the coronary artery. However, both wires had excess buildup of waxy coating after back loading the burr. Several attempts were made to wipe the substance off the devices. However, the procedure was not continued due to this reported issue. The patient was under conscious anesthesia. No patient complications were reported.